Event description:
During routine testing of the device at the service center, the service technician reported the front cover was broken. The device was originally returned for the b-side generating an incorrect reading when the broken cover was found. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.